Event description:
It was reported that there was a gap identified between a uv flash transfer set and a baxter y set. This was observed after patient connection. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The affected sample was received for evaluation against the reported condition of a connection issue. This device was visually and functionally tested (clamp, clear passage, leak) per product specifications. These testing methods were unable to confirm the reported condition, as the device functioned and was measured within the desired specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.